Event description:
The customer contact reported that channel b of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.